Event description:
It was reported by the rep that the (1) tx30v was used during a pneumonectomy procedure. It was reported that the supply coordinator found an empty box on the desk with a note that the stapler leaked. The instrument was discarded. The staple line leaked during the procedure and had to be oversewn.